Event description:
Reportable based on device analysis completed on 05feb2026. It was reported that device failed to reach optimum speed. The patient was being treated for chest pain. A 1.25mm rotapro was selected for use. During preparation, burr was unable to increase speed. There were no patient complications. However, device analysis revealed that the sheath was torn.